Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during the surgery of right knee meniscus suture, after 1st firing with 228141, two plate were deployed at the same time. After 1st firing with 228142, could not deploy the plate. Changed another needle with this gun, could perform firing. The surgeon suspect this is only related to needle issue. The complaint device was received and evaluated visually. Visual observations revealed that the needle and the silicon sleeve were not found a damaged. Also, it was not returned along with the suture and implants. Because of this, both implants were released of the needle. We cannot perform functional testing to replicate the reported issue and we cannot discern a definite root cause. As per discussion with npd engineer in past complaints, the possible root cause for the needle deployed to the same time mode can be related when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Another possible root cause could be the deployment rod (grey trigger) is bent upwards, it can deploy both implants at the same time. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [(B)(4) ] number, and no non-conformances were identified.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during the surgery of right knee meniscus suture, after 1st firing with 228141, two plate were deployed at the same time. After 1st firing with 228142, could not deploy the plate. Changed another needle with this gun, could perform firing. So the surgeon suspect this is only related to needle issue. There were no adverse consequences to the patient. No additional information could be provided. The devices are not available to be returned for evaluation.